Event description:
It was reported that the patient's blood glucose level reached 19 mmol/l while the pod was worn on the hip/buttocks for between 36 and 48 hours. As treatment, a new pod was placed.

Manufacturer narrative:
The device was received fully deployed. A single timeout was seen in the download data. The exposed portion of the soft cannula was observed to be torn. During fluid path test, fluid was found exiting through multiple tears in the exposed portion of the soft cannula. It could not be conclusively determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.